Manufacturer narrative:
(B)(6). Date of event is estimated.

Event description:
It was reported the lead placement was not optimal. In turn, the patient experienced ineffective stimulation. As a result, the lead was explanted and replaced to address the issue.

Manufacturer narrative:
(B)(6). Date of event is estimated.

Event description:
It was reported the lead placement was not optimal. In turn, the patient experienced ineffective stimulation. As a result, the lead was explanted and replaced to address the issue.

Manufacturer narrative:
A patient experienced ineffective stimulation was reported to abbott. As a result, the lead was explanted and replaced to address the issue. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.